Event description:
Additional information received from the patient indicated that they had reprogramming done to resolve their issue of not feeling stimulation on their right side. They noted they have not healed just yet, so no further steps have taken to resolve the soreness at their implant site.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was just implanted 2 days ago ((B)(6) 2017) and the caller wanted to turn the stimulation on and up. The patient was stated that they were no longer feeling stimulation on their right side. The patient felt stimulation on the left side but not the right side. The stimulation on the left side was much stronger than the right side stimulation. The patient programmer was used to sync with the implantable neurostimulator (ins) and the stimulation was on. Stimulation was increased during the call from 0.00v to 0.30v. The patient was now only feeling stimulation on the left side. This had started yesterday evening ((B)(6) 2017). It was also reported that the patient was still sore at the implant site form the implant surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.